Event description:
It was reported that the patient experienced lightheaded- ness. The ventricular lead unipolar capture threshold in- creased to 7.0 v, 1.2 ms. Transtelephonic monitoring also may have shown loss of sensing and safety pacing. When the pocket was opened, the ventricular and atrial ports were found to have blood in them. The physician elected to re- place the pulse generator. After the event, the patient was in stable and satisfactory condition.